Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with syringe. Customer declined to troubleshoot for high readings. The customer stated the insulin pump alarmed insulin flow blocked. Customer stated the issue was resolved by changing the infusion set, reservoir and insulin. The product was returned for analysis.